Event description:
Upon device interrogation, a message indicating aida reading was interrupted was displayed. All vt arrhythmias episodes could be reviewed at that time. However, all aida data (including the episodes) was not available in the saved pt file.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.